Manufacturer narrative:
Patient identifier not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that there were no failures on the system. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra-operatively for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon alleged inaccuracy of a few millimeters. Two spins were taken, and both were alleged to have appeared lateral when actually medial. The surgeon further alleged that the probe looked deeper into the vertebral than it actually was. It was noted that another spin by the surgeon before proceeding with the procedure. There was a reported delay to the procedure of less than 1-hour due to this issue and no known impact on the patient outcome.